Manufacturer narrative:
(B)(4). Approximate age of device ¿ 36 days. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was exchanged due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvas confirmed the report of suspected device thrombosis. Ring-like thrombus formations were observed surrounding the inlet bearing cup and bearing ball. The similarity in size and structure of these thrombus formations suggest that they formed as one thrombus around the inlet bearing and were pulled apart during disassembly of the device. The laminated structure of the thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it was partially occluding the flow of blood and could have potentially contributed to a flow issue. The proximal side of the outlet stator revealed two pink depositions loosely seated adjacent to the bearing ball. The origin of these depositions could not be conclusively determined. The depositions lacked evidence of denaturation or laminated layering, and the rotor did not reveal any contact marks, indicating that they were not present for a significant duration while the pump was supporting the patient. However, the depositions were partially occluding the flow of blood and could have potentially contributed to a flow issue. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.